Event description:
Customer reports a female undergoing a ureteroscopy for possible stent placement. Pt had been mildly sedated with versed and placed on urology table. The table started tilting into the reverse trendelenberg position (standing position). Staff support pt until table in the complete upright position, then sat pt into a chair. Stretcher was brought into the room, pt placed onto stretcher and moved to another room for completion of procedure. Customer reports no pt or staff injury.

Manufacturer narrative:
Field service engineer arrived on site and found the table was in operation and operating correctly. Fse could not find reason for customer report of table moving on its own. Fse thought possibly that the footswitch may have stuck and replaced the footswitch and tilt transducer amplifier board. Fse verified proper operation using hut service manual. The table functioned properly and was returned to full service by the customer. The foot switch was returned to lf for failure investigation. There the footswitch was checked for all functions and found to be operating properly as designed. Repeat cycles showed no failure of function.